Event description:
The cc1.sb registered zero when placed into the patient. After 15 minutes, o2 challenged at 100% with no resulting change. Probe did register a reading when in normal atmospheric pressure.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.